Manufacturer narrative:
Investigation: visual inspection revealed that the kit was rec'd with the packaging unsealed. A ballpoint pen was found in the tray, near the accessory tray. No other components were affected or missing. Based upon the visual observations, the reported complaint for "foreign object in kit" was confirmed. A lot history review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, a foreign object was found in the vh-3000 kit. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.